Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized with hyperglycemia. The patient's blood glucose levels reached 21.5 mmol/l (387 mg/dl) while wearing the pod between 36 and 48 hours. Symptoms reported include thirst, vomiting and fruity smell on his breath. When the pod was removed, the patient noticed the cannula was bent and being unsure if the cannula was properly inserted into the infusion site (leg). The patient was treated with insulin, fluids and a tablet to help with the vomiting. The patient was released after approximately 5-7 hours.